Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On 05-may-2022, the patient¿s friend/family member reported that the patient¿s pain pump stopped working about (B)(6) 2022 and they found out the pump stopped on (B)(6) 2022. Per the reporter, the patient went in for a refill on (B)(6) 2022 and after that was in full detox/going through withdrawal because the patient was not receiving medication. The medication was not flowing from the pump. On (B)(6) 2022, they did a dye study and "come to find out itis not the pump, the pump is working as it should be but there is some kind of granulation, and the medication is not flowing through the catheter." The patient¿s pump managing doctor sent them to another doctor and they went yesterday. That doctor told them that he wants to stop the oral morphine that the pump managing doctor put the patient on due to the pump not working; detox the patient from all medication; and have the patient go to a dependency program or he would not replace the catheter. The reporter was redirected back to the patient¿s pump managing doctor to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 23-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2022 product type catheter h10 ¿ the manufacturer¿s device registration system indicates that the pump and catheter were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a company representative who reported that per the patient he had not been getting pain relief for 3 months. The pump was infusing morphine (50 mg/ml) in minimum rate mode. The patient was having a replacement on the date of the report.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the patient¿s lack of pain relief was that it was discovered during a dye study that the catheter was no longer working properly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.